Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced a hyperglycemia event on (B)(6) 2026. The blood glucose level was high and treated with an insulin pump and manual injection. The occlusion was due to the use of an expired infusion set. No further information available.